Manufacturer narrative:
(B)(4). Concomitant medical products: 00879000703- modular flex drill bit 3.2 mm diameter 30 mm length- 65010933. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2022 - 02863. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device was discarded.

Event description:
It was reported two continuum drill bits broke. Attempts have been made and no additional information on the reported event is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6 component code: mechanical (g04)- drill. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the reported event.